Event description:
It was reported that this right ventricular (rv) lead exhibited low pace impedance measurements that remained within normal range. There was an alert for low rv intrinsic amplitude. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).